Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6). Study: shoulder ID. Patient presented to ed (B)(6) 2025 s/p generalized weakness (slid to floor from chair) and fever and was found to have acute pe [pulmonary embolism]. Patient hospitalized at (B)(6) beginning (B)(6) 2025. X-ray of r shoulder obtained in ed and showed intact hardware without complication. (B)(6) 2025 - hematoma - narrative : left lower quadrant (llq) abdominal pain secondary to large active rectus sheath hematoma in the setting of new anticoagulation therapy. Warfarin held and reversed w/ vitamin k. Pt remains hospitalized. (B)(6) 2025: acute deep venous thrombosis in left gastrocnemius veins. Pt remains hospitalized. Outcome: not recovered/not resolved".